Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During a thrombectomy procedure, it was reported that a neuron max 6f 088 long sheath (neuron max) kinked upon withdrawal. It is unknown if the neuron max kinked upon removal from the packaging or after use with the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned neuron max 6f 088 long sheath (neuron max) had kinks at approximately 1.0 cm and 46.0 cm from the hub. During functional testing, the demonstration dilator could not be advanced more than 6.0 cm into the neuron max. It was stopped at the location of the kink at the catheter proximal end. Conclusions: evaluation of the returned neuron max confirmed a kinked device. This damage was likely a result of forcefully manipulating the catheter at extreme angles outside the patient body. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.